Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving intrathecal baclofen (concentration 1000mcg/ml; dose 500.2mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. During pump refill on (B)(6) 2015, the actual residual volume (arv) was 10ml while the expected residual volume (erv) was 5.3ml. The physician increased the pump dose on 2016-01-15. Magnetic resonance imaging (MRI) was performed on (B)(6) 2016 which showed no problem with the pump. The pump was interrogated following the MRI and pump logs showed a motor stall with recovery. Per the patient, there had been no symptoms at that time. On the morning of (B)(6) 2016, the patient presented to the emergency room (ER) and the patient's wife stated that "he was kind of out of it and not responding." The physician stated that the patient had a urinary tract infection (uti). The hcp checked the pump logs which showed no abnormalities. Additional information was requested regarding drug information, patient medical history, the cause of the volume discrepancy, clarification of the patient symptoms and potential device issue, diagnostics performed, length of the motor stall due to MRI, and actions/interventions taken. A supplemental report will be submitted if additional information is received.